Event description:
It was reported that lead impedance and threshold were good but the rv lead was not detected by the device. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Evaluation summary: analysis of the device revealed normal battery depletion.